Manufacturer narrative:
Concomitant medical product: product ID: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. It was also observed that the rv lead exhibited low, high and  rising impedance, oversensing causing inhibition of pacing and high short v-v intervals count, high thresholds and  intermittent capture. Potential undersensing was noted on the right atrial (ra) lead. The both pacing leads were capped and replaced. No patient complications have been reported as a result of this event.